Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and observed that the on/off button was intermittently responsive. The stryker fsr replaced the device's main keypad to resolve the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker regarding preventive maintenance of their device. During testing, stryker observed that the on/off button was intermittently responsive. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.